Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high varying impedance. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.